Event description:
Orthodontist reported that during the debonding of an apc ii clarity ceramic bracket, tooth dentin was exposed when a piece of enamel was removed from pt's upper right first bicuspid tooth. Orthodontist stated that when he debonded the brackets with a pin & ligature cutter, a remnant of the bracket base remained on the tooth and that enamel damage occurred when he used the pin & ligature cutter to remove the bracket remnant from the tooth. Orthodontist said that pt's orthodontic treatment plan included extraction of this tooth.